Event description:
It was reported, that a cartridge alarm occurred, during the load phase. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.